Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to monitor only during an ep study in the hospital. The patient was released with no tachy therapy programmed in the device. A red alert was then issued in latitude for this programming status.

Manufacturer narrative:
The field representative later reported that the hospital brought the patient back to reprogram the device back to monitor+therapy. No adverse patient effects were reported. The device remains in service without further complication.